Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor. It was reported that the patient¿s programmer was lost, then replaced a month ago and reprogrammed. The caller was calling for help adjusting the therapy. The caller stated the settings were recalibrated about a month ago and for one day the patient saw improvement, but afterward the symptoms had been progressively worse. When asked for a date that the symptoms started the caller stated it had been happening for a long time. Syncing with the programmer showed the stimulation was on and the caller had the ability to adjust the stimulation. The caller was walked through changing from program 3 at 2.05v to program 2 at 3.0v. The patient reported temporary vague stimulation in the bike seat area, and they were feeling stimulation in their foot. The caller was redirected to a healthcare provider to address the ongoing symptoms and the stimulation in an inappropriate area. No further complications were reported.

Manufacturer narrative:
Note that the codes have been updated to reflect the new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that feeling stimulation in their foot was present before the device was inserted due to an unrelated diagnosis. They thought the stimulation might be a little too high. It was not helping the incontinence at all. No further device issue alleged / identified. No further patient symptoms or complications were reported. *** MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***